Event description:
It was reported that during an implant of a s-ICD, when oft induction testing occurred the pacemaker was programmed to dd 60/130 with the rv sensitivity of 2.8 mv and under sensed the induced vf. This caused continued pacing which was oversensed by the s-ICD and delayed shock therapy. The patient was externally rescued. Upon conversion out of the vf, the patient had a systole as the pacemaker was no longer capturing at 2.0 volts. The output on the pacemaker was reprogrammed to 7.5 volts and a mode of voo 70. On the second induction test the pacemaker was programmed more sensitivity at 1.5 mv and the rv output was at 2.0 volts. The s-ICD did label the vf and treated the induced rhythm in a normal timeline, but there was some undersensing by the pacemaker. The vf was successfully terminated. However after the conversion asystole once again occurred. An electrophysiologist was at the programmer for the pacemaker the whole timeand quickly increased the rv output back to a higher ouput and capture was regained. After the second oft, while the pacemaker was set at 1.4 mv for sensitivity, oversensign was noted and pacing inhibition occurred which prompted the physician to program the sensitivity on the pacemaker back to 2.8mv. The patient underwent a procedure where the s-ICD and pacemaker were explanted and replaced with a dual chamber ICD system without complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).